Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient "passed out" and may have experienced a shock. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.